Event description:
It was further reported that the residual stenosis for target lesion 1 and 2 was 0% following implantation. A distal spasm was noted in target lesion 1, which improved with administration of intracoronary nitorglycerin. The patient also had transient bradycardia which responded to IV atropine. The patient's chf continued to improve over the next few days with diuretic therapy. However, the pt's dyspnea did not improve due to several etiologies, including her history of cancer and radiation therapy. The pt had persistent sinus tachycardia while in the hospital, that was felt to be related to her pulmonary condition. She also became anemic during this hospitalization and was transfused two units of prbcs. The study coordinator called the patient for the 6-month follow up, as required by the guideline. A member of the patient's family informed the study coordinator that the patient had expired. The site has reported the cause of death as `non cardiac ....patient's family stated that it was cancer'. An autopsy was not performed.

Event description:
Clinical study #149-007. Same case as MDR 6000089-2005-01103, and 01104. It was reported that 95 days after a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure treated two target lesions. Target lesion 1 was a 2.5 mm vessel diameter, 70% stenosed region of the proximal right coronary artery (rca). The lesion was 20 mm long, had mild calcification, and was mildly tortuous. The physician treated the lesion by direct stenting two overlapping taxus express2 8.8% drug eluting stents without complication. The first stent placed was a taxus express2 8.8% 2.5x12 mm (lot 7137612) drug eluting stent. The second stent placed was a taxus express2 8.8% 2.75x12 mm (lot 7095498) drug eluting stent. The two taxus stents overlapped by 2.0 mm. Target lesion 2 was a 3.0 mm vessel diameter, 70% stenosed region of the proximal left anterior descending artery (lad). The lesion was 10 mm long, had mild calcification, and was mildly tortuous. The physician direct stented the lesion with one taxus express2 8.8% 3.0x16 mm (lot 7028577) drug eluting stent without complication. The pt was discharged from the hosp six days post index procedure receiving asa and plavix. The site reported that the pt expired 95 days post index procedure. As per the pt's family the cause of death was non cardiac. In the opinion of the physician there is an unk relationship between the target vessels and the event.